Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC kinked in a pt last fall but at the time it was blamed it on her, that she pulled the PICC out and pushed it back in because her husband was doing the dressings. No other information was provided.

Event description:
It was reported that the PICC kinked in a pt last fall but at the time it was blamed it on her, that she pulled the PICC out and pushed it back in because her husband was doing the dressings. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause is unknown. One radiographic image was provided for evaluation. The image appeared to show a powerpicc solo in use. Three curves in the catheter were observed distal to the winged hub. The proximal curve does not appear to be kinked as it appears to be rounded. The two distal bends appeared to be sharp and may be kinked. It appeared that the distal tip of the catheter was positioned in the area of the axilla. Since the sharp catheter bends visible in the x-ray photo provided may be potential kink locations, the complaint is confirmed; however, the exact cause remains unknown but could be associated with use of the device. It was reported that the patient and/or patient's spouse may have pulled the catheter out and pushed it back in. It was reported that the spouse was doing the dressings. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.